Manufacturer narrative:
There has been one other complaint reported in the lot number. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no sample was returned for analysis. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a patient experienced glare and seeing through "fog" after cataract surgery with intraocular lens (iol) implantation. The patient underwent yag- laser treatment and refractive treatment with no improvement. The patient was seen by another ophthalmologist who stated that the iols were cloudy. Additional information has been requested but not received to date. This is one of two reports being filed for the same patient. This report refers to the patient's right eye.